Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA (B)(4) 2011.

Event description:
The customer reported velara/converter issue causing the generator and system to go down.